Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that resistance was encountered during advancement of the coil in the aneurysm. During removal, the coil detached in the microcatheter. Both segments were removed in their entirety from the patient. There was no reported intervention or patient injury. The patient was reported to be good.

Manufacturer narrative:
The device was returned with the introducer and pusher for analysis. The monofilament was noted to be protruding from the distal tip of the heater coil by approx. 6cm. The monofilament was confirmed to be properly secured at the attachment location. Both the pusher and introducer were noted to be in good condition and without damage. The distal tip of the monofilament was found to have a looped shape, which is indicative of a knot was performed at the distal location. The distal end appears to have a straight cut profile. Evidence of the proximal looping (proximal knot) of the monofilament was present on an area just inside the distal end of the pusher. Minor deformation was noted on the mono approx. 1.5" from the distal tip of the monofilament for .5". The monofilament was noted to be wavy, with a partial coil-like imprint. Evidence of stretching in the monofilament could not be identified. The additional length in the monofilament cannot be accounted for based on the reported size of the implant. Based upon the investigation findings and available information, the reported complaint can be confirmed. The coil was detached from the pusher. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.